Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 4.1 and 4.2 continued to have cubie pocket failures on a daily basis. A field service engineer informed that previously, all cubie pockets had been cleaned and reseated, and no issues were found and the hardware test application was run, and all tests passed and the half height cubie drawer was then replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawers 4.1,4.2 continued to experience cubie pocket failures on a daily basis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.